Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had noise on the rv channel and a suspected conductor fracture. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed. Analysis received the lead with the exception of the distal anode ring. The lead insulation was opaque due to being stretched in several places. The conductor coils on the tip segment was noted to be extremely stretched. Lead extraction damage was also noted.